Event description:
While placing a stent in the pt's ureter, a metal ring on the stent pusher broke off in the pt. A cystoscopy was performed and an intra-operative fluoroscopy was used to locate the small ring. The ring was approximately five mm in size. A grasper was passed into the bladder and the ring was captured. The patient was not harmed. This was a defective part.